Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the tubing came out of the set right before the insertion. No further information available.